Event description:
The site reported that the compax 40e table locks did not actuate, causing the tabletop to move in two axes without resistance. There was no injury reported. This situation could potentially contribute to a serious injury, if a pt were to become unsteady and fall.

Manufacturer narrative:
The ge field engineer (fe) evaluated the system, and found a defective table power supply board, which prevented power from being applied to the table locks. The fe replaced the power supply board, and returned the product to service.